Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer went to the emergency room (ER) and was subsequently hospitalized after experiencing diabetic ketoacidosis and an elevated blood glucose (bg) level of 1186 mg/dl. While in the ER, customer was removed from the pump by health care provider (hcp) and treated with intravenous saline drip to hydrate and then was connected to an insulin drip. Additionally, contact stated that the hcp indicated that the cannula may have had a kink or bend upon removal from the infusion set site. Approximately 5 hours later, the customer left the ER with bg levels of approximately 700 mg/dl and was admitted into the hospital on (B)(6) 2016. While at the hospital, the customer was treated with a peripherally inserted central catheter (PICC) line, insulin drip, and fluids. The following day, the customer's hcp reinstated the customer back onto the insulin pump and monitored the customer while on the pump. On (B)(6) 2016, the customer was released from the hospital with the issue resolved, and no permanent damage to the customer. Additionally, the contact stated that the customer's bg level had returned to target range after being released from the hospital.